Event description:
According to the hospital, the patient reported having recall of the surgical procedure. There was no reported patient injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.